Manufacturer narrative:
(B)(4). The customer replaced the gui cable and the unit passed.

Event description:
It was reported that a, 840 ventilator failed the graphic user interface (gui )vent inop test during pvt. The customer stated that it was found during routing testing and no patient was involved at the time of the event.